Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized due to high blood glucose. The blood glucose reading was 578 mg/dl. It was reported that four sets were used and one had kinked tubing, one did not stick, and one had a bent cannula. The customer also experienced double vision and had a urinary tract infection. The customer was wearing the insulin pump at the time of the event. The insulin pump was removed and the customer was treated with an intravenous drip. The caller reported that the blood glucose continued to rise again after returning home from the hospital. The caller declined further troubleshooting.